Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose at the time of incident was 600 mg/dl. The customer reported that the insulin pump did not turned on and had blank display. The customer reported that the battery compartment was neither damaged nor corroded. The customer reported that the display did returned after insertion of the battery correctly. The insulin pump passed self test. The insulin pump will not be returned for analysis.